Event description:
Mentor gel breast implants put in on (B)(6) 2011 by dr. (B)(6) in (B)(6) on (B)(6)2016, left breast began to grow and swell up to the collar bone and into arm pit area. Hard and extremely painful. Ultrasound confirmed rupture when I went into ER. Followed up with plastic surgeon the next day. He didn't believe it and said I need an MRI. Statistically speaking, a rupture would be in the single digits (his words). MRI done and confirmed rupture. There was no trauma to the breast prior. Within one week all of these symptoms occurred. However, over the past month, patient (myself) was feeling as if something was "sitting on my chest", having constant nausea, headaches, aches and pain throughout the month. Then all of the above happened afterwards.